Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(6) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery and displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The root cause for the defective charger cannot be positively identified. No adverse event resulted from the damaged battery charger. Device evaluation of battery charger/modem sn: (B)(6) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental report will be submitted upon completion of the supplier's evaluation. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor returned a patient's battery charger and reported that the charger was unable to charge a patient's battery packs. A us distributor returned a patient's battery charger and reported that the charger was unable to charge a patient's battery packs.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental report will be submitted upon completion of the supplier's evaluation. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor returned a patient's battery charger and reported that the charger was unable to charge a patient's battery packs.